Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not able to start airflow delivery. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was not able to start airflow delivery, and did not operate in continuous positive airway pressure (CPAP) mode. The device was evaluated, and it was reported that the device was able to be used without any issues, after an operational check was performed while in spontaneous with timed backup (s/t) mode. Additional information is being gathered. A supplemental will be submitted if/when received.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not confirmed at the service center. At the request from the customer, the device was returned with no actions performed on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.